Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 20 mg/dl at the time of the incident. The customer was given food, intravenous fluids, and glucose tablets to treat. The customer experienced symptoms such as seizures. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer was on steroids from mid april to mid may and was advised to use manual injections. The customer reported a bent sensor and sensor tape not sticking. The insulin pump will be returned for analysis.